Event description:
It was reported that the asymptomatic patient presented to the clinic and upon interrogation the lead exhibited high impedance. The device was reprogrammed and the patient would continue to be monitored.

Manufacturer narrative:
(B)(4).